Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The pump powered on with a cs 056 alarm that would not clear. Testing for the keypad buttons response was unable to be completed. The keypad was removed and contamination was found under the all button contacts. The battery compartment was found to be cracked. A leak test revealed leaks due to cracks in the pump case. The pump was opened and evidence of the moisture corrosion on display board and near the keypad connector; there was moisture on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging all keypad buttons were under responsive. The reporter denied damage to the keypad. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.